Event description:
Unomedical reference number (B)(4). Event occurred in ireland. On (B)(6) 2024, it was reported that the patient faced infusion set was dislodged, which caused the patient blood glucose elevated to 396 mg/dl, therefore patient had received correction bolus via pump. The patient replace infusion set and resume insulin. No further information available.